Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, a gap in the adhesive was present at the distal end. Additionally, the control knob was out of specification due to a worn angle-wire. Leakage was present at the knob due to damage. A damaged charged coupled device unit was causing a crease in the screen. The light guide lens was broken, and the inside was dirty. A crease was present in the connecting tube and at the protector of the universal cord. The guide pin at the connector had been removed. The cover was deformed, and corrosion was present at the connector as a result of the aforementioned leakage. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis lucera duodenovideoscope due to a detached screw noted during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any patient harm reported. During the device evaluation, it was discovered that the adhesive at the distal end was cracked and forming a gap. This report is being submitted to capture the damaged adhesive noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the gap in the adhesive was generated at light guide lens glue because of a physical stress and this caused dirt to enter the lens. The event can be detected/prevented by following the instructions for use which state: "inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." "Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.